Event description:
The reporter stated the surgeon did not like the way a cq2015a collamer aspheric three piece lens was loaded, so he had the technician reload the lens into a new cartridge and as the lens was being inserted a tear was noted in the lens. The lens was cut to remove from the patient's eye with no patient injury, no enlarged incision or sutures. A different type lens was implanted.